Event description:
It was reported that during a da vinci-assisted surgical procedure, the staples were not releasing from the sureform 60 stapler blue reload and getting stuck to the colon. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Stapler logs showed the sureform 60 stapler was installed on the system 3 times and fired 3 blue reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the logs.